Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm. It was reported that there is stent graft migration with a proximal type I endoleak. The patient is being monitored by their physician. The physician does not know the cause of the event. No clinical sequelae were reported.